Event description:
It was reported that the ventricular assist device (vad) exhibited a vad stop and was not running. The vad also exhibited low flows. The controller had exhibited loss of power and vad disconnect alarm. The vad remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional products: brand name: heartware ventricular assist system ¿ controller 2.0. Model #: 1420, catalog #:1420, expiration date: 31-jan-2019, serial #: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by manufactured: no, device evaluation anticipated, but not yet begun. Mfg date: 18-jan-2018, labeled for single use: no. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion. Product event summary: the pump and a controller were not returned for evaluation. Log file analysis revealed that (B)(6) was the primary controller, initially in use during the reported event. Review of the controller log files associated with (B)(6) revealed a controller power-up event, with an associated motor start event, logged on 02-may-2022 at 04:44:29. The data point prior to the loss of power revealed that a battery was connected to power port one with 26% of relative state of charge (rsoc) and a power adapter was connected to power port two . The data point after the loss of power revealed that a battery was connected to power port one and a power adapter was connected to power port two . No anomalies were recorded leading up to the loss of power. The controller was without power for fourteen seconds. Review of the alarm log file revealed a vad disconnect alarm logged on 02-may-2022 at 05:16:11, indicating a physical disconnection of the driveline from the controller, which likely corresponds with the reported controller exchange. Additionally, a controller power-up event without a motor start event was logged on (B)(6) on 19-may-2022 at 12:34:11, likely due to troubleshooting of the controller. Review of the controller log files associated with (B)(6) revealed two controller power-up events logged on 02-may-2022 at 05:30:16 and 05:35:31, with two subsequent vad disconnect alarms logged at 05:30:24 and at 05:35:38, indicating that the controller was powered up without the driveline cable connected. The vad disconnect alarm cleared at 05:35:44 and a successful motor start event was subsequently logged at 05:35:31. Review of the data log file revealed that con417125 was not in use prior to the controller power-up events; the first data point was logged on 02-may-2022 at 05:36:06, indicating that the power-up events occurred during the reported controller exchange. Log file analysis also revealed that fourteen low flow alarms were logged since 18-apr-2022. As a result, the reported event was confirmed. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. A possible root cause of the initial controller loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disco nnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Based on the available information, the most likely root cause of the following controller power-up events and vad disconnect alarms can be attributed to troubleshooting of the controller and/or the reported controller exchange. Additional products: d4: serial #: (B)(6) h3: yes h6: img code(s): g04035 h6: FDA method code(s): b15,b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d12 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.